Event description:
Event description guidant received information that, during a device replacement procedure regarding a recent field advisory, this atrial lead was surgically abandoned and replaced due to high impedance and high intermittent pacing thresholds. A chest x-ray was obtained, which was unremarkable. However, a sub-clavian crush was suspected, due to the patient's anatomy. There were no adverse patient effects observed.